Event description:
It was reported that during a routine follow-up, the right atrial (ra) pacing lead impedance measurements measured greater than 3,000 ohms. A lead safety switch (lss) switch was declared in which the pace/sense configuration was switched from bipolar to unipolar configuration. A fluoroscopy and subclavian angiography were performed and it was suspected that the lead is fractured. The plan is to replace the lead in the near future. At this time, the lead remains in service. No adverse patient effects were reported.